Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The device was microscopically and visually examined. The hypotube of the device has numerous kinks. There was contrast present in the inflation lumen and blood in the guidewire lumen. The balloon has a 5mm longitudinal tear in the balloon 6mm from the tip of the device. The device also has tip damage. Product analysis confirmed the reported event, as there was a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the proximal end of left anterior descending artery. A 2.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during inflation upon reaching the rated burst pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the proximal end of left anterior descending artery. A 2.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during inflation upon reaching the rated burst pressure, the balloon ruptured. The procedue was completed with another of same device. There were no patient complications reported and the patient's status was stable.